Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized due to hypoglycemia on (B)(6) 2025. The patient's blood glucose levels reached 37 mg/dl while wearing the pod on the arm between 24 and 36 hours on the abdomen. Symptoms reported include dizziness and partially losing consciousness. It was noted that insulin continued to be delivered resulting in their blood glucose levels dropping. The ambulance was called, and the patient was transported to the hospital. At the hospital, the patient was treated dextrose IV (50% water), chest x-ray, computed tomography (CT) scan, and electrocardiogram (ECG). The patient was discharged the same day.